Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. No product returned engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. The article contained imagery which was available for review. Calcification was observed on 2 leaflets. The thv valve was observed inside the surgical valve. A continuous wave doppler through the aortic valve was observed which is not relevant to the increased gradients referenced in the article. Per a related technical summary (ts) written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the related technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the ts is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, the complaint was confirmed by imagery, the article and medical record. Based on the limited information provided, the root cause for the valve calcification approximately 6 years post valve implant could not be determined, but may be related to the patient's co-morbidities (prior calcified prosthetic valve) and/or progression of the pre-existing valvular disease process. The reported event is an anticipated risk of the transcatheter heart valve procedure. Additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The device remains implanted. Investigation is ongoing.

Event description:
As found reported through article, 'matryoshka valve-in-valve-in-valve transcatheter aortic valve replacement and do-it-yourself catheter to cross aortic valve bioprosthesis stenosis', a (B)(6) year-old woman with previous surgical aortic valve replacement (and mitral valve repair), valve-in-valve tavr (23mm sapien 3), presented with worsening dyspnea and severe bioprosthesis stenosis with mean pressure gradient of 50 mmhg and dimensionless valve index of 0.15 six years post procedure. After a multidisciplinary heart team discussion, the patient was planned for valve-in-valve-in-valve tavr with a self-expanding non-edwards valve. Pre-tavr computed tomography was limited by artefact from the double-layered prior bioprosthesis. After an uncomplicated hospital stay, the patient was discharged the following day.